Manufacturer narrative:
H.10: system was used by another surgeon without problem.

Event description:
Reporter noted corneal burn took place within first 10 secs of os phaco procedure. No intervention reported.